Manufacturer narrative:
If implanted or explanted; give date: not applicable, lens removed/replaced in the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that zcb0000210 intraocular lens was implanted into the patient's eye. The was a capsule tear, so the lens was removed and replaced with different model. The physician noticed the issue after inserting the iol into the patient's eye. The lens was replaced with a model za9003. It was noted that patient left the operating room in good condition. Per follow-up, there were no suture, vitrectomy or an incision enlargement performed. Patient is doing fine post-op. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/16/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in open pouches of the original packaging. Visual inspection under 12x microscope magnification was performed by a qualified final inspection manufacturing specialist. No abnormalities were found on the lens. The reported issue was not confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.